Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving morphine and dilaudid, via an implantable pump. The reporter did not know the dose and concentrations but stated the dose and concentration was ¿very high¿. The indication for use was non-malignant pain and failed back surgery syndrome. The patient reported the current pump has never helped with the pain. The patient stated the medication has been leaking in his body but not helping with the pain at all. The patient has been in so much pain. The patient also stated the catheter had become ¿stopped up¿. Per the patient he knew there was something wrong with either the pump or the catheter for about 5 years and the patient thinks the catheter was stopped up for about 5 years. The patient¿s healthcare provider did the dye study on the pump and told him everything was working as it should. The patient has been in a lot of pain. The patient was having surgery on (B)(6) 2017 at 1pm to have the catheter replaced. The patient stated he feels it should have been replaced a long time ago. The patient was upset with the healthcare provider for not listening to his concerns and not taking care of the is sue. The patient requested physician listing. No further patient complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the a few years back the hcp kept increasing the pump because it wasn't working, helping, or anything. It worked for the longest time and then all of the sudden it didn't. The patient was hurting so bad and the pump wasn't helping. The patient eventually had to take pain pills, noting that they had been off pain pills for 10 years. It was eventually discovered that the tube was pulled loose and wasn't working the whole time.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) UDI# (B)(4) implanted: (B)(4) 2007 explanted: (B)(4) 2017 product type catheter .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The "tube" was replaced; it was diagnosed as "stopped up/ cracked". The patient was in terrible pain for 5 years before it was diagnosed. The pump was not working, and the patient suspected that it was stopped up/cracked. Long before it was diagnosed. The catheter was replaced (B)(4) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that there was not a leak. The catheter was not patent. The patient had an interruption of intrathecal therapy. The cause of the occlusion was unknown. The catheter had been replaced via surgery.